Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens . The lens was explanted due to the surgeon changed to a different diopter. There was no patient injury, no incision enlargement or sutures. The reporter stated there was a refractive surprise. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation results: the lens was rehydrated in bss for re-measurement. The lens length, width and diopter were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly icl (-12 d) was explanted/exchanged for a different power icl (unknown d) postoperatively to address residual refractive error ("refractive surprise"). According to the communication record dated on 9/13/2013, there was no alleged adverse event or device malfunction (the lens was neither mislabeled nor misplaced). Evaluation/measurement of the explanted lens concluded the following "the lens length, width and diopter were measured and the results of the measurements were compared against the original values and the lens was found to be in specification". Given all this information it is very likely that the cause of the event was pre-op miscalculation. Dfu provides suggestions to the surgeons: "axial length measurement correction for intraocular lens (iol) power calculation - the accuracy of measurement of axial length in an eye with a visian icl is unknown. Implantation of the visian icl requires that a preoperative determination of the dioptric power of the implanted lens be calculated. Achievement of emmetropia is not necessarily a desirable postoperative goal and factors such as visual status of the fellow eye and patient lifestyle should be considered when determining the lens power to be used. Physicians requiring information on lens power calculation may contact staar surgical company". It should be noted that this event does not meet the criteria for "serious injury" definition since the secondary surgically intervention was not performed to address visual impairment (no loss of bcva) but for refractive error (patient`s or surgeon`s preference). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely cause of the event was pre-op miscalculation. (B)(4).